Manufacturer narrative:
Findings: unit was received with no manufacture mode noted. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked select button keypad overlay and faded serial number label.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 300 mg/dl at the time of the incident. The customer reported the reservoir was hanging on without her insulin pump. She noticed a piece missing from the reservoir compartment. The clear plastic ring that holds the reservoir in place broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.